Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction occurred. On (B)(6) 2025, it was reported that the patient called to report 2 sensors that didn't work. She also recalled and mentioned that she had an event which led her to being at the hospital. Approximately on (B)(6) 2025, she lost consciousness, there was no cgm value reported at that time. The patient weas taken to the hospital by her coworkers and there they took a bg reading which was 18 mg/dl. There were no clear allegations against dexcom and the patient reported that maybe her dexcom beeped but due to her hypoglycemia, she didn't noticed, ignored, or maybe she was out of focus during that time. "It's not entirely dexcom's fault and could be me". The stayed at the hospital for less than 24 hours. The performance data was reviewed for the time period of interest. The data indicates that the sensor session started at 6:07 am on (B)(6) 2025. The session lasted 10 days and ended on (B)(6) 2025, when the sensor failed due to algorithm detected failure. There were no bg meter calibrations performed during the entire session. On the date of the alleged failure there were 3 separate glucose alerts. These alerts were found to have performed as intended. There were no malfunctions observed in the data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2025, it was reported that the patient called to report 2 sensors that didn't work. She also recalled and mentioned that she had an event which led her to being at the hospital. Approximately on (B)(6) 2025, she lost consciousness, there was no cgm value reported at that time. The patient was taken to the hospital by her coworkers and there they took a bg reading which was 18 mg/dl. There were no clear allegations against dexcom and the patient reported that maybe her dexcom beeped but due to her hypoglycemia, she didn't noticed, ignored, or maybe she was out of focus during that time. "It's not entirely dexcom's fault and could be me". The stayed at the hospital for less than 24 hours. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.